Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, including the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. The inaccurate screw trajectory and subsequent cross-threading appear to have resulted from misalignment during insertion, possibly due to improper targeting arm positioning or improper implant positioning that led to screw misalignment. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2025, it was reported by a sales representative via email that the flipcutter iii from an ar-1288rtib-fc3 tightrope ii rt with fibertape ib, flipcutter iii, and fiberstick implant system broke and was unable to be used. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 10/20/2025: during the procedure, the flipcutter broke while retro drilling inside the patient. Fortunately, all fragments were successfully retrieved without complication. To complete the case, an individual ar-1240ff flipcutter iii was used. The incident did not result in any surgical delay, and no additional anesthesia was required.